Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10 cm distal to the df4 connector pin. A proximal and a distal lead fragment were returned. In between an approx. 8 cm segment of the lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular on the distal lead fragment near the shock coil the insulation was found rubbed through. This damage can be considered to be the root cause of the oversensing with shock delivery reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported this patient received an inappropriate shock. The patient came in for follow-up and the lead appeared to be oversensing. Noise was observed during isometrics. The lead was explanted and replaced.